Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings was reported. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient reported that her dexcom device was not providing any cgm values. The patient was wearing an omnipod insulin pump. She was experiencing vomiting and shortness of breath due to pneumonia. The patient could not recall any information about when she became aware of the sensor error or how much time elapsed from the sensor error state to when she became symptomatic. The patient called 911. Emergency medical services arrived and transported the patient to the emergency room. Lab work was done, and the patient¿s bg level was 1500 mg/dl. The patient was treated with insulin injections. She was discharged home after 5 days. The patient was ¿fine and stable¿ at the time of report. Data investigation could not confirm no readings/ sensor error/ brief sensor issue occurred on (B)(6) 2024. However, sensor error under one hour was found on (B)(6) 2024 in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).